Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen no longer illuminates. Reportedly, the pump beeps and vibrates when plugged into a power source, but the touchscreen does not illuminate. Customer's blood glucose level was not impacted. Customer stated that they have a back up pump for insulin therapy.